Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, patient experienced left flank pain radiating down leg, left side vaginal and groin pain, infections, urinary retention, narrowing of the urethra, persistent stress urinary incontinence, sling erosion, leading to a partial explant and transvaginal urethrolysis procedure performed on (B)(6) 2012.